Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported with a description of haptics broken off. Additional information was received stating haptics broken off when pushed off from the shooter. There was patient contact. Lens was removed and replaced with another lens during the initial procedure.

Manufacturer narrative:
Correction information was provided in b.5. And h.6. FDA patient codes (e2401) has been updated to e0807. Eval method codes (b17) has been updated to b18. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating corneal stromal swelling was present before. Corneal findings were improved.